Event description:
Implantable pulse generator (ipg) system was removed from svc because of an allegation of erosion. The ipg was explanted and the leads were capped. Implant date is 4/11/95, explant date is 6/27/96, total implant time was 14.5 mo.